Manufacturer narrative:
Received two used 011-c32029, 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer; lot #13672028. The samples were observed to have wetted out filters. Pressure leak tested the samples. Both samples leaked at 3psi. The reported complaint of a leak could be confirmed. The probable cause is from the temporary loss of hydrophobic properties. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6)

Event description:
It was reported that two 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer devices were found to have leaked taxol during patient use. The reporter stated, ¿the solution(taxol) leaked from the air vent." The event occurred during infusion. It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, with chemo, no bio-hazard, and an unknown user facility med-watch. The device was not reprocessed/resterilized. The devices are available for return for evaluation. A sample photo was not provided. An evaluation letter is requested. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy.